Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk and was received with corroded battery tube. The operating currents are within specifications and passed self test, a21 error test, rewind and displacement test. The insulin pump had broken battery tube threads, cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error alarm. The patient's blood glucose at the time of incident was 198 mg/dl. No further details were given. The insulin pump is eligible for replacement but no products have been returned or replaced since the proper serial number has not been provided.